Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer's blood glucose level. Although the customer initially experienced multiple occurrences of this issue, cts guided the customer through a reset of the pump and advised that the malfunction was resettable. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.